Manufacturer narrative:
No button response due to flattened esc, act, express bolus, up and down button dome switches. No cosmetic damage.(B)(4)

Event description:
The customer reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 272 mg/dl. Customer stated the buttons were difficult to press. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.